Event description:
It was reported that during a lap gastric bypass procedure, the instrument was very hard to fire. The doctor opened the instrument and there were no staples in the tissue and the tissue was not cut. They decided to take a new stapler. He used 3 cartridges on the stomach and it went ok. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle. Evaluation summary- the analysis showed that the 6sb45 instrument was received in good visual condition and without reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and pinion axel support were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated, causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.